Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit did not producing an image and was instead displaying a communication error code (e216). A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available a supplemental report will be provided. Olympus will continue to monitor the field for similar issues.

Event description:
During the device evaluation, it was observed that the olympus colonovideoscope was not producing an image and instead was displaying an e216 error code. There was no patient involvement during this event.